Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. Blood glucose reading went up to 26 mmol/l and customer¿s blood glucose at time of call was 9.2 mmol/l . Customer reported that insulin pump had insulin flow block alarm. Customer reported that reservoir had air bubbles and size of air bubbles was one centimetre. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated for their high blood glucose with pen. The customer did not alleged that insulin pump was under delivering insulin. The reservoir will not be returned for analysis.